Event description:
A part of the device became dislodged and appears to have been retained inside the patient. The instructions for use are also conflicting and not clear and there are no warning about this part in the training materials and instructions for use.